Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 were failed and not detected on bus. A field service engineer reseated all six row board connectors, both retractor band connectors, and all pockets on drawers 3.2 and 3.1, also released all pockets, removed all debris, and tested the lids, tested the station in diagnostics, and the customer confirmed proper functionality by testing the station in the medical application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.